Event description:
It was reported to edwards by the FDA via a medwatch filed by user facility/importer (B) (4) from (B) (6) hospital, that a patient was having surgery for mitral valve regurgitation with myxomatous degeneration. During surgery, it was noted there were problems with the tissue for reconstruction at the level of p1 and at completion of the surgery, the patient was noted to have, evidence of systolic anterior motion with significant effect on the outflow track and significant degree of mitral valve regurgitation. The patient was placed back on a heart/lung pump, the valve was reassessed, and a larger valve size was required. Product used was a cosgrove-edwards annuloplasty ring. No additional information is available at this time.

Manufacturer narrative:
Systolic anterior motion. No product return.. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via the FDA, mailed a medwatch to edwards filed by user facility/importer (B) (4) from (B) (6) hospital. The device history record (DHR) review was not possible due to no lot/serial number was provided. Requests were made via telephone for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.